Manufacturer narrative:
The reported complaint that the autopulse platform (sn(B)(6)) overheated during the call and emitted a burning smell was not confirmed during functional testing. The autopulse platform functioned as intended. Visual inspection of the returned autopulse platform showed no physical damage. On the reported day, the archive data showed that the device performed nearly 2,500 compressions, raising the internal temperature to 47°c. Although extended operation can lead to motor heating and a potential burn-like odor, the temperature remained within the acceptable range, and no temperature-related errors were noted in the archive. The autopulse platform passed initial functional testing without any fault or error. The customer's reported complaint was not replicated. Waiting for customer approval for service.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) ) overheated during the patient call. The area where the lifeband connected became very hot and there was a burning smell. In addition, the autopulse li-ion battery (sn (B)(6) ) depleted fast during this incident. Per the reporter, the platform was on the black ems trap, placed on the stretcher during the incident and the stretcher needed to be stationary to start compressions. The patient was over 6 feet tall and around 300 lbs. The customer did not observe any abnormalities with the lifeband band during the use. The battery is changed every 24 hours with a 3-battery rotation schedule. No consequences or impact to the patient.